Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory but unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.